Event description:
Child undergoing dialysis and doing school work which made needle alarm sound. Rn reset alarm and lowered pressure. Alarm said "system shut down" and clamped line off. Rn tried protocols and release line (turned on and off). Venous clamp error came on screen. Tried manual blood return procedure which did not work. Manual indicates line must be forcibly removed. No harm to child. The instructions were in the manual, but staff had to go from section to section to find the steps to take.